Event description:
Pt arrived on autovent connected to o2 cylinder during transport. Upon arrival pt transported to eeg and needed to be connected to the hospital's o2 system. The o2 hose from the ventilator had screw connections on both ends. An adaptor was necessary to connect the hospital quick connect to the hose screw connection. A flow meter was used as the adaptor. The flow memter was set on ten (10) liters per minute. Coroner's office has taken over custody of the autovent.